Event description:
Hill-rom received a report from a hill-rom tech stating the brakes are not holding. The bed was located at the account in room 2404. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech fond the head and foot casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the casters to resolve the issue. Based on the info, no further action is required.